Event description:
It was reported that the patient's right knee was revised after patient complaint of clunking and instability. Intra-operatively, the post of the ps insert was observed to be sheared off (no possible cause or contributor reported to rep). The insert was revised. Surgeon is requesting investigation results. Rep can provide pictures and possibly additional documentation, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture, wear, and instability involving a triathlon insert was reported. The crack/fracture and wear events were confirmed via evaluation of the provided photographs of the device. Instability was not confirmed. Method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show damage present on the insert that is consistent with delamination and material loss. The post has completely fractured off. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the insert and joint instability. The reported device was not returned however photographs were provided for review. The photographs show damage present on the insert that is consistent with delamination and material loss. The post has completely fractured off. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised after patient complaint of clunking and instability. Intra-operatively, the post of the ps insert was observed to be sheared off (no possible cause or contributor reported to rep). The insert was revised. Surgeon is requesting investigation results. Rep can provide pictures and possibly additional documentation, otherwise confirmed that no further information will be released by the hospital or surgeon.